Event description:
A health care professional reported that before the intraocular lens (iol) implant procedure, the lens was found to have a hole/pitting. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in b.2., b.5 and h.11. Upon further review of the reported information, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before the intraocular lens (iol) implant procedure, the lens was found to have a hole/pitting when opened.